Event description:
It was reported that the vamp arterial line disconnected or actually unsealed from the stopcock just distal to the vamp during use. Reportedly, the alarms did sound and blood was observed to be pumping out onto the bed. It was further reported that the line was in the patient for 24 hours. Reportedly, the patient had posterior tibial, arterial line access was very difficult. No patient injuries were reported.

Manufacturer narrative:
The device has not been returned for evaluation.